Event description:
Pt admitted with accelerated hypertension and atrial fibrillation cardioverted with 200j x 1. Received burns on anterior chest where pads were located. Burn around outer rim of pad but not on interior. Md ordered silvadene cream bid and prn to burn areas.